Event description:
It was reported that this programmer touch-screen keyboard was not working properly that could not select the desired key when tapping the keyboard to enter data. Additional information indicated that the programmer was returned. There was no patient involvement.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Upon return of programmer, a visual analysis was conducted. No observations found during visual analysis were grounds for reason for return/failure. The programmer failed the system functional testing for a test subset (red lcd test). The unit was powered on, and it was observed that a black spot was present on the screen. Subsequently the programmer was disassembled, where a defective lcd (liquid crystal display) backlight cable was identified through swapping out a known good component and consequent product defect disappearance. However, this is not related to the field observation of unresponsive touchscreen. Field observation of unresponsive touchscreen not confirmed, but despite analysis findings, this investigation is consistent with the criteria for touchscreen unresponsive.